Event description:
A nurse reported two pts with a toxic anterior segment syndrome (tass) reaction on the first day following intraocular lens (iol) implant surgeries. The pt was treated with medications. There are six medical device reports associated with this event. This report is for the second pt for the viscoelastic.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was received in a follow up phone call on (B)(6) 2012. A completed questionnaire was received on (B)(6) 2012. (B)(4).